Event description:
It was reported that during priming foreign matter was discovered in prn with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's noticed foreign matter(hair)in the prn during priming. In the afternoon, when the nurse infusions new patients, open the retention needle packaging, ready to connect the retention needle and infusion, found that heparin cap is embedded in a hair, hair root in the heparin cap, excluding external environmental factors.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8320618. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed by our quality engineers, who determined that the identity of the foreign matter was hair from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming foreign matter was discovered in prn with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed foreign matter (hair) in the prn during priming. In the afternoon, when the nurse infusions new patients, open the retention needle packaging, ready to connect the retention needle and infusion, found that heparin cap is embedded in a hair, hair root in the heparin cap, excluding external environmental factors.